Event description:
The pt was receiving a routine magnetic resonance imaging exam for "l-sp" with gadolinum study. The pt was sensing a slight burning (twice) where his left thumb was held stationary and pressed against his left thigh during the phases of the study. The pt held the position. Despite the minor pain, because he was instructed not to move. The red spot burn was measured on the back of the thumb at 0.8 cm, the thigh had a reddened area measuring 4 cm width with a blister in the center measured at 1 cm diameter.